Manufacturer narrative:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured in the calcified vessel. Therefore, the device cannot be used, and manual compression was performed for 20 minutes and patient recovered. There was no reported patient injury. The device was stored according to the instructions for use (IFU). The store temperature did not exceed 25 °c. The device was removed from package in accordance with the IFU. The provided syringe was used to inflate the balloon. The syringe was filled with 2cc of saline to inflate the balloon. The 5f mynx control vcd was prepared and used in accordance with the instruction for use (IFU). The mynx vcd used in percutaneous transluminal angioplasty (pta). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no scar tissue noted to be in the vicinity of the puncture site. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. Fingertip compression was maintained on the skin during removal of the device. The device was returned for evaluation. A non-sterile mynx control vascular closure device 5f was returned for investigation. Per visual analysis, both button 1 and button 2 were not depressed with the stopcock open. The sealant was exposed to blood and remained in the manufacturing position. The syringe and procedural sheath were not returned with the device. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Per microscopic analysis, visual inspection under high magnification revealed a radial tear in the balloon, approximately 4 mm from the balloon proximal neck. A product history review of lot f2109603 revealed no anomalies during the manufacturing and inspection processes that can be considered potentially related to the reported complaint. The reported failure ¿balloon loss of pressure-in patient¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Based on the available information, vessel characteristics may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, the safety and effectiveness of the mynx control vcd have not been established patients with clinically significant vascular disease in the vicinity of the puncture. Neither the phr review, information provided, nor the product analysis suggest that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2109603 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured in the calcified vessel. Therefore, the device cannot be used, and manual compression was performed for 20 minutes and patient recovered. There was no reported patient injury. The device was stored according to the instructions for use (IFU). The store temperature did not exceed 25 °c. The device was removed from package in accordance with the IFU. The provided syringe was used to inflate the balloon. The syringe was filled with 2cc of saline to inflate the balloon. The 5f mynx control vcd was prepared and used in accordance with the instruction for use (IFU). The mynx vcd used in percutaneous transluminal angioplasty (pta). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no scar tissue noted to be in the vicinity of the puncture site. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. Fingertip compression was maintained on the skin during removal of the device. Manual compression was held for 20 minutes after the device was removed. The device will be returned for evaluation.